Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, episodes of far r-wave oversensing that resulted in automatic mode switch episodes were noted on the device. No intervention was performed to resolve this event. The patient was stable and will continue to be monitored.